Event description:
It was reported that the dissecting tool broke during use. It was also reported that ¿the doctor called us, and from the conversation we found that the debris from the broken 8ta11 had been missing. The sales rep could not confirm whether or not the debris remained in the patient's body.¿ no patient impact reported. On follow up it was reported that the malfunction was identified during procedure. Procedure was completed with back up with no delay. No other actions were taken. It was confirmed there was no patient/staff impact. It was also reported that the tool will not be available for return. Further information could not be obtained.

Manufacturer narrative:
Report inconclusive. No evaluation could be performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.